Event description:
The account alleged the head of the bed is drifting down.

Manufacturer narrative:
The biomed found the CPR lever was out of adjustment, allowing the head section to drift. The biomed adjusted the CPR linkage to repair the bed.